Event description:
Caller reported potential false negative hcg. Pt presented with stomach cramps. Afternoon urine was taken and hcg test came back negative. Blood sample taken and tested positive for hcg at or above 90,000 miu. Morning urine was collected the next day and resulted negative again. Timer is not used for testing. Caller confident read time was at 5 minutes. Control line was strong. All urines clear and free of debris. No other pt info was provided.

Manufacturer narrative:
Investigation pending.